Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. It was reported in the event that an alarm did go off while the patient's leg was in the bent position. The pump is designed to exhibit messages and alarms when there is an operator or device problem and to initiate controls that maintain patient safety when an operator device problem is detected. The pump was not switched out. The pump was recalibrated without having to change the tubing. It was also stated that the tubing was disconnected and reconnected during use. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that the dw arthroscopy fluid management device ar-6480 (line 167809), pump was being used in a knee scope. The pump setting was 35. The pump was not circulating the fluid correctly. Surgeon's notes state the wheel was spinning very rapidly increasing fluid volume. An alarm did go off while the patient's leg was in the bent position. The pump was not switched out. The pump was recalibrated without having to change the tubing. The tubing used during the procedure was ar-6410, lot 015789 (line 167807). The tubing was disconnected and reconnected during use. The tubing was reported to have been discarded. It was reported that later the same day the patient had local swelling in the genital area causing a tear. The patient was seen at the ER but not admitted. Patient was diagnosed with a case of edema and was instructed to keep leg elevated.